Event description:
An abbott fse (field service engineer) received a finger stick from an architect c8000 cuvette washer nozzle while performing preventive maintenance. The fse was wearing gloves at the time of the incident. The fse received treatment at the facility. The wound was washed and disinfected and a gamma globulin shot was administered.